Event description:
It was reported that the battery cap was stuck in the insulin pump. During the call, the mother stated that the customer was in the emergency room with diabetes ketoacidosis and high blood glucose of 469mg/dl. The caller stated that the customer was feeling sick and her glucose level kept elevating. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with stripped battery cap at the coin slot area, cracked display window corner, scratched screen, cracked battery tube threads, and cracked reservoir tube lip.